Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump has scratches on the screen which have made it difficult to read the display. No significant events leading to the damage. Blood glucose value was 10 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.